Event description:
Major pump unit(s) involved: drive unit failure. Additional text: driveline at pump connection fracture. Specific component(s) involved: driveline malfunction. Additional text: driveline at pump connection fractured. Causative or contributing factor: no specific contributing cause identified. Intervention(s): none. Implant device type: lvad.

Event description:
Major pump unit(s) involved: drive unit malfunctionspecific component(s) involved: driveline malfunction.